Manufacturer narrative:
Findings: the insulin pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 93mg/dl at the time of the incident. The customer reported that the place where the reservoir goes in was cracked and a ring of it broke off. Customer states the pump has been dropped. Customer states the damage to the pump was not caused by a vehicular accident. The customer reported that reservoir is able to lock into the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.